Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The following other hip devices were also listed in this report: unknown stem, unknown head, unknown cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that surgeon revised patient's left hip due to infection. Surgeon removed all implants and implanted antibiotic spacer. Previously reported rejuvenate revision and now this revision for infection as well.

Event description:
It was reported that surgeon revised patient's left hip due to infection. Surgeon removed all implants and implanted antibiotic spacer. Previously reported rejuvenate revision and now this revision for infection as well.